Event description:
The complaint was reported as: there was an issue with volume during a pre-use check. The ventilator circuit was changed with the same product and pre-use check passed. No pt involvement reported.

Manufacturer narrative:
The device sample was not returned for eval.